Event description:
Caller reported a malfunction on the pump without any notable prior events. No adverse impact to the customer's blood glucose level was reported. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue since the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise.